Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia while on pump therapy. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was at 427 mg/dl with frequent urination, atypical thirst, and muscular tightness. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer technical support agent reviewed the event with the reporter. The reporter alleged that inaccurate delivery issue started since (B)(6) 2014. Review of potential causes for inaccurate deliveries revealed that the basal history did not match the basal program in the pump. In addition, the reporter stated that the time and date reset to default settings with pump reboot. Allegedly, the time and date was correctly set at the time of the call. The reported inaccurate delivery issue was not resolved with troubleshooting. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an inaccurate delivery issue of unknown causes.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of black box data showed a replace cartridge warning on (B)(6) 2014 and the pump was primed approximately seven hours later. No evidence of time/date reset to default found in pump histories. Total daily delivery added up correctly and reflects the user programmed basal rate. Visual inspection of the pump found some cosmetic damages. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Bolus delivery exercises were completed and recorded correctly. The primary aa battery was removed for approximately 23 hours and when the pump was powered back on, the correct time/date was maintained. The reported inaccurate delivery and time/date reset issues were not verified in the black box or duplicated in the investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.